Event description:
It was reported that prior to a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with the same device. No adverse consequences, medical intervention or delay were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. Additional information has been requested from the user facility.

Manufacturer narrative:
As per manufacturing task instructions mti-sip-01-021 rev. L, the correct way to put the batteries inside the battery holder is in an inverted (backwards) position. Therefore no failure was detected. Per follow up with customer and manufacturing instructions, there was no known problem found with the device. The customer forgot they are required to turn the batteries around before starting to use the device, this was due to user error.

Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was overheating. The procedure was completed successfully with the same device. No adverse consequences, medical intervention or delay were reported.

Manufacturer narrative:
Updated to reflect that it was reported that prior to a surgical procedure at the user facility the device was overheating. The procedure was completed successfully with the same device. No adverse consequences, medical intervention or delay were reported.